Event description:
It was reported that the customer had high blood glucose levels of 400 mg/dl. The customer reported that the insulin pump would hang from her and tubing on the insulin pump would leak insulin. The customer reported that the insulin pump would keep falling because she does not have the belt clip. The customer reported that the insulin pump would not hit the ground but would just hang off of her. A new belt clip would be shipped to the customer. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.